Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.0 mm (B)(4) implantable collamer lens on (B)(6) 2011 in patient's left eye. The lens was explanted on (B)(6) 2011 due to excessive vault. The lens was exchanged for a shorter lens.